Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
User is reported to have fallen 2 months prior. Hearing performance was affected after the fall and the user was refitted with a 6 channel program. A further decline in hearing performance was reported. Reimplantation is considered.

Event description:
User is reported to have fallen over 2 months earlier, (B)(6) 2018. Hearing performance was affected after the fall and the user was refitted with a 6 channel program. A further decline in hearing performance was reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, damage to the active electrode likely caused by the reported trauma is very likely. In addition, an increase of hi channels could be observed. Mechanical influences, like the reported trauma may have led to a weakening of the fixation, causing damage to the active electrode due to device minute mobility. Re-implantation is considered but no date has been scheduled yet.

Event description:
User is reported to have fallen over 2 months prior, (B)(6) 2018. Hearing performance was affected after the fall and the user was refitted with a 6 channel program. A further decline in hearing performance was reported. Re-implantation is considered.